Event description:
It was reported that the surgeon felt an electric shock on the hand during hip surgery. Procedure, a hip arthroscopy was completed successfully. The settings for the console are unknown. No patient harm.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. The device insulation was tested with high voltage applied (hi-pot test). The insulation integrity was confirmed, no failure points detected and no problems were found with the device operation. This is the first report of this type of complaint for this part/lot number combination. Arthrex will continue to monitor for similar reports. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed that a section of distal flange was ripped off in two pieces from the passport cannula. It was also observed that there was a hole below distal flange which indicates the use of a sharp instrument. Observed condition is most likely caused by improper technique such as incorrect instruments used to insert the passport cannula, incorrect portal incision size, excessive force applied during insertion and/or by use of a sharp instrument. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.